Event description:
The technician alleged the bed exit does not alarm when a pt exits the bed. No pt impact.

Manufacturer narrative:
The technician replaced the bed exit tape switch assembly to resolve the issue.